Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-apr-2024, it was reported that on 27-mar-2024, the patient faced kinked tubing. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.